Manufacturer narrative:
The inserter device was returned to glaukos for evaluation, however the stent was not provided. The inserter was visually inspected and no nonconformities were observed. The inserter was subjected to functional/performance testing and found to function/perform as intended. Based on available information, the likely cause of the reported event was attributed to patient movement. MFR reference #: (B)(4). Submitted to FDA on 11/30/2015.

Event description:
The initial complaint information indicated that no istent was implanted in the patient due to patient movement, however no injury was reported. Glaukos followed up on the event and it was later revealed that the patient's iris tore due to patient movement. The patient was referred to a specialist for cataract extraction and iris repair, which was performed on (B)(6) 20/15. The iris tear was characterized as damage to the lower 180 degrees, torn from the iris root. The patient's current status was listed as good.